Event description:
On (B)(6) 2014 the lay user/patient¿s mother (reporter) contacted lifescan (lfs) alleging that the onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2014 at approximately 9pm. The patient manages his diabetes with insulin pump therapy; however, it is not clear what action the patient took in regards to his diabetes management in response to the reported power issue. According to the csr¿s documentation, two hours after the reported power issue occurred, the patient reportedly developed symptoms of blurry vision and agitation. Immediately after the onset of his reported symptoms, the patient reportedly administered 4 units of humalog insulin as self-treatment. At the time of troubleshooting, the csr verified the subject meter¿s batteries did not need to be replaced; the patient was using the correct test strips at the time the alleged power issue occurred; and there was no misuse of the lfs product. The reported power issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.